Event description:
Affiliate explained that the patient underwent surgery for an aneurysm. On the fourth day, the patient's condition worsened with a vasospasm and loss of consciousness. As a result, the patient was intubated and had a microsensor implanted. A tomography was taken to ensure the place of the probe, and it was noted to be located in the brain's parenchyma properly. The patient was sent to angiography and it was found that a brain vessel was expanded. During this time, the icp microsensor was reading 5-6 mmhg, however, the clinical symptoms of the patient had worsened, and the patient slipped into a coma. The microsensor was then revised and the new pressure reading was 150mmhg. It was explained that with the new pressure reading, time did not allow for surgery, and as a result the patient died. (B) (4).

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.